Manufacturer narrative:
It was concluded that the fracture of the lag screw drill most likely occurred in brittle overload. An overload fracture can occur if the mechanical loads applied to the lag screw drill exceed the strength of the material. This is not a single use device; however, drills have a limited lifespan and should be replaced periodically based on use and sharpness. This product has been redesigned to reduce the instance of this type of fracture. The new part number is 7167-4040.

Event description:
It was reported that surgery time was extended due to a broken reamer.